Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('CT scan shows essure broken') in a 40-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain lower ("cramping") and genital haemorrhage ("excessive bleeding/prolonged bleeding/clotting"). Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain, abdominal pain lower and genital haemorrhage had not resolved. The reporter provided no causality assessment for abdominal pain lower, device breakage, genital haemorrhage and pelvic pain with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-mar-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('CT scan shows essure broken') in a (B)(6) year old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain lower ("cramping") and genital haemorrhage ("excessive bleeding/prolonged bleeding/clotting"). Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain, abdominal pain lower and genital haemorrhage had not resolved. The reporter provided no causality assessment for abdominal pain lower, device breakage, genital haemorrhage and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.